Event description:
Report stated that repeated exposure to antigenic natural latex such as is found in latex surgical or examination gloves has led to the development of latex allergies. Subject has reportedly experienced allergic rhinitis, itchy and watery eyes, hand dermatitis, facial swelling, shortness of breath and chest tightness and was diagnosed as having type I latex allergy.